Event description:
It was reported that there was an issue with the product fw225r - s4 sri spondylolisthesis reduction instr. According to the complaint description, the product broke during surgery, while tightening the screw after setting. The surgeon was about to go to the next step, that is carrying out slip correction, performing posterior lumbar interbody fusion (plif) and taking out fw225r from each side, setting rods and applying compression as final tightening. While taking out fw225r, although the surgeon tried to loosen the product, it was too stiff to be turned counterclockwise. Normally, for loosening, the counter handle is used only for fw225r on the caudal side; however, since the cranial side of fw225r seemed to spin as well, two of the surgeons applied counter torque by putting t handle on the cranial side as well and finally managed to remove it. The s4 reduction attachments were able to be taken out, the tab of s4 polyaxial screws got broken and remained inside the attachement. In addition, 2 pieces of fragments were found that are probably from screws of s4 reduction attachment. According to the doctor, the strange sound while tightening the screws at the beginning assumed to be the sound of breakage of tab and screw thread. This malfunction prolonged the surgery for less than 10 minutes. Additional patient information is not available. The malfunction is filed under aag reference (B)(4).

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Manufacturer narrative:
Additional information: d9 - product return. H3 - yes, evaluation. H4 - manufacture date. H6 - codes updated. The investigation was completed and the complaint re-assessed. According to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered no longer reportable for the following reasons: - no serious incident or malfunction. Investigation results: a visual inspection of the two received instruments (parts) was made. In contrast to the description of the complaint, no broken parts nor missing parts due to fractures and also no broken areas or fracture surfaces were found. All that was noted was slight wear and slight deformation, but this has no negative influence on the usability . Batch history review: the device quality and manufacturing history records have been checked for all leading device(s) lot numbers and the products found to be according to specifications valid at the time of production. Based on the production date of june 2014, it was possible to identify one batch for this period. This concerns the batch 52035030. Currently there are no further complaints with this lot and error pattern at hand. Conclusion/preventive measures: apart from the parts that were not sent in, the two instruments have no defective or broken parts. The complaint cannot be confirmed and the defect described cannot be confirmed. Based upon the investigation results, a CAPA is not required.